Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is confirmed inoperable and surgical intervention may be pending to address this issue.

Event description:
Additional information received indicated the patient's ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Event description:
Follow up information identified the patient has not recharged the ipg for at least a year. The patient is going to receive injections prior to ipg replacement.